Manufacturer narrative:
The insulin pump alarmed for a button error and had no escape button response due to corroded keypad traces. No blank display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported via phone call, that the customer received a button error alarm, as well as a blank display. Customer's blood glucose level at the time 259 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.